Event description:
It was reported that waste leakage occurred outside of instrument with bd lsrfortessa¿. There was no impact to customer or patient the following information was provided by the initial reporter, translated to english: customer has reported the sip is dripping when the arm is to the side and the tube is not installed. Dcm pump can be heard well and the outer sleeve is well installed. Leaving a tube with warm facsclean on the sip with the arm open has not resolved the issue. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes . 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard waste. 5. What is the source of leak -- waste line or non-waste line? Waste line. 6. Was the customer exposed to blood or bodily fluids? Yes. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00013 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na initial reporter phone: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s):(B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with bd lsrfortessa¿. There was no impact to customer or patient the following information was provided by the initial reporter, translated to english: customer has reported the sip is dripping when the arm is to the side and the tube is not installed. Dcm pump can be heard well and the outer sleeve is well installed. Leaving a tube with warm facsclean on the sip with the arm open has not resolved the issue. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard waste 5. What is the source of leak -- waste line or non-waste line? Waste line 6. Was the customer exposed to blood or bodily fluids? Yes 7. Was there any physical harm to the customer as a result of the leak? No